Manufacturer narrative:
One 5f double lumen pro-PICC was returned for evaluation. A functional evaluation revealed a hole on the both extensions where the luers are bonded. The extensions had to be manipulated in order to see the holes. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. Extensive testing was performed by engineering to duplicate the complaint. Testing was able to duplicate the crazing/degradation of the material but none of the samples developed holes or leaked. Engineering was unable to determine the exact cause of failure; however this type of failure began after the implementation of the two-part bond when the luer material was changed to (B)(4). Engineering has determined that the two-part bond was a contributing factor. (B)(4). Medcomp will monitor for future incident of this nature to determine the effectiveness of the preventative actions.

Event description:
It was reported that the "PICC found leaking just below catheter hubs."